Event description:
A report was rec'd that approx two yrs after pci with a cypher stent that was implanted in the left anterior descending artery (lad), this pt experienced very late stent thrombosis and myocardial infarction (mi) after the discontinuation of plavix. Treatment included re-stenting and re-institution of plavix therapy. Add'l info is not currently available.

Manufacturer narrative:
This male pt of unk age and medical history experienced a thrombotic event and a myocardial infarction after implantation of a cypher stent. The indication of the index procedure was unk. Percutaneous coronary intervention was performed in the left anterior descending (lad) coronary artery. Description of the vessel such as percentage of stenosis, tortuosity, presence of calcification, etc, was not reported. Vessel classification was not reported. Baseline measurement of ejection fraction was not reported. There is no info regarding procedural details such as: debulking or pre-dilation of lesion before stent deployment, pre and post procedure cardiac enzyme values, pre and intra-procedure medications used. One cypher stent of unk length and diameter, unk lot number and unk exp date, was deployed at an unk pressure in an unidentified section of the lad. Post dilation of stent was not reported. The residual diameter stenosis was not reported. Confirmation of complete stent apposition to the vessel wall by ivus was not reported. Timi flow was not reported. The report did not indicate the pt was discharged from the hosp. Post-interventional treatment with plavix was reported for an unk duration. Approx two yrs later, the pt experienced the thrombotic event and myocardial infarction. No add'l info was available. The prod remained implanted in the pt and is thus not available for eval. A device history records (DHR) review could not be conducted because the lot number of the prod was not reported. Thrombotic events are a known potential adverse event following stent implantation. Pts who are known to be at high-risk for thrombotic events include those with long lesions, a vessel diameter less than 3 mm and previous thrombus. With such limited pt and procedural info available for review, the lack of availability of the prod's lot number to perform a DHR review and the unavailability of the prod to analyze, it is not possible to determine what factors may have contributed to these events.